Manufacturer narrative:
The unit had intermittent button response due to flattened dome switches on all buttons. No unlocked keypad connector was noted. The unit was received with all of its operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No prime/fill anomaly was noted. The following physical damage was noted: minor scratched lcd window, cracked case at display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not go past the fill tubing process. The patient's blood glucose at the time of incident was 138 mg/dl. She was unable to exit the "preparing to prime" loop. The customer was advised to hold down the act button until a 2nd series of beeps or numbers appeared, but beeps or numbers failed to appear. The insulin pump was returned for analysis.